Manufacturer narrative:
No definitive cause for the event has been determined. The internal immucor/bioarray record for this event is (B)(4).

Event description:
On (B)(6) 2021 a customer reported potential discrepancies with hea beadchip results as the sample typed e- twice and e+ once upon third repeat.